Event description:
It was reported that a spectrum pump would not detect an air present in the tubing. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not confirm no reproduce the reported undetected air-in-line. The device was found to be within specification and passed all air-in-line detection tests.